Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that the patient's lead did not migrate, and that the patient was not receiving effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the lead was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to the right supra-orbital lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating that (B)(6) 2025 surgery did not resolve the issue. As a result, surgical intervention took place on (B)(6) 2025 where the lead was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.